Manufacturer narrative:
(B)(4). The intraocular lens was not saved by the reported as it was cut in pieces to remove from the eye. Physician could not determine the precise cause of the decentration. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. Account reported lens was not saved

Event description:
Two months post cataract surgery with intraocular lens (iol) implantation the patient presented with a decentered iol. An attempt to center the lens correctly was unsuccessful and the lens was explanted without complication and another lens was implanted. The cause of this event was undeterminable.